Event description:
The MFR received info alleging a ventilator's pressure delivery was inconsistent. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed, the device's air intake filter was observed to be contaminated with dust and dirt. The device's air intake filter was replaced to address the issue. During the eval of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.